Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5120253.

Event description:
It was reported that during a routine follow-up visit, loss of capture (loc) and high impedances were observed. The physician was unable to verify right atrial (ra) pacing thresholds since the ra lead was not capturing at any output. It was noted the patient felt unwell during loc. The loc was not always visible but was present at the beginning of interrogation sessions. Loc and noise could not be reproduced with postural maneuvers or pocket manipulation. Normal impedance had been 500-600 ohms but were 1900 ohms. Programming changes to increase output were made but the impedance function could not be checked since the high impedance was no longer visible during the follow up visit. A subsequent visit revealed stable parameters within normal range. Loc and noise could not be reproduced. The ra lead remained implanted. There were no adverse patient effects.